Event description:
A customer claimed that the bed had a broken "handle" and that the patient had fallen out of the bed. There was no injury as a result of the patient's fall. The device evaluation found that the bed safety side was detached from the frame. It was found that the upper pivot pin was detached from the arms, that part allows the bed safety side to be raised or lowered. The facility's charge nurse could not provide any further details regarding the event since the incident occurred two days prior. The facility had no notes or documentation about the incident left by the charge nurse on duty at the time.

Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report.

Event description:
A customer claimed that the bed had a broken "handle" and that the patient had fallen from the bed. There was no injury as a result of the patient's fall. The device evaluation found that the bed safety side was detached from the frame. It was found that the upper pivot pin, which enables the safety side to be raised or lowered, had become disconnected from the arms. The technician was able to reattach the safety side to the frame. The facility's charge nurse could not provide any further details regarding the event since the incident occurred two days prior. The facility had no notes or documentation about the incident left by the charge nurse on duty at the time. It is unknown in which circumstances the patient fell from the bed and how the bed side rail was damaged.

Manufacturer narrative:
The instructions for use for citadel bed (IFU document number: 830.238_en, extract) state in the safety information section: - "the caregiver should always aid patient in exiting the bed." - "to minimize risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended." - "whether and how to use side rails or restraints is a decision that should be based on each patient's needs and should be made by the patient and the patient's family, physician and caregivers, with facility protocols in mind." Based on the information provided the root cause of the reported complaint could not be determined. Arjo device failed to meet its specification since the device side rail was found broken. The device was used for the patient treatment and from that perspective it played role in the event. The complaint was assessed as reportable due to the allegation that the safety side detached while the patient fell from the bed. No injury was claimed.